Manufacturer narrative:
The facility was transferring a patient into their wheelchair when the patient's hand became entrapped in the seat rail. Information available indicates that the chair was not fully opened with the frame rails seated before the user sat down onto the seating surface. The user guide states the following warning; keep hands and fingers clear of moving parts to avoid injury. Do not place hands or fingers on the underside of the seat frame when opening or closing the wheelchair. Do not sit or transfer into the wheelchair unless it is fully open and the seat frame rails are fully seated into the side frame h-blocks. Information suggests that proper opening technique as described was not followed prior to use.

Event description:
When a consumer was being placed in the wheelchair, her left hand allegedly became trapped in the seat support mechanism, resulting in serious injury.